Event description:
Report #2 of 3 received of an inability to infuse through distal clave ports. The customer reported three incidents where the primary piggyback sets were infusing normal saline and/or 5% dextrose solutions. A plumset was connected to the distal clave port of each of the primary piggyback sets and were to infuse decadron and/or other unspecified drugs. Reportedly all tubing sets primed appropriately, clamps were opened, and pt IV sites were patent. The customer reported that, "minutes after initiating the infusions" the unspecified plum a+ pumps alarmed for occlusion, and it was noted that the medications had not started to infuse. Reportedly, the staff attempted to flush the distal clave ports of the primary piggyback sets to test for patency, but were unable to infuse fluid though the ports. The primary piggyback sets were replaced and the same plumsets were reconnected to the distal clave ports of the new tubing sets. The infusions were initiated without further problem. There were no reported adverse pt events. Though requested, no add'l info was provided.